Event description:
Additional information received confirmed there was no problem with the device, the patient ¿happened¿ to have an infection and needed to have the device explanted. It was confirmed the patient was doing well now and the infection had cleared. It was later reported the patient had dilaudid, bupivacaine and clonidine in the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a systemic infection that spread into the pump pocket. The pump and catheter were subsequently explanted. The patient required hospitalization due to the event and the patient outcome was reported as no injury and recovered without sequelae. It was noted there were no issues with the pump or tubing. It was also noted that the devices would not be returned.

Manufacturer narrative:
Concomitant products: catheter model 8703w, lot# n22135a, implanted: (B)(6) 1995; pt programmer model 8835, serial# (B)(4), implanted: na, explanted: na, catheter model 8709, serial# (B)(4), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device ¿had a recall on it¿ and ¿it was defective¿ and that the device was removed. The patient¿s wife disc overed the recall ¿on the phone,¿ the doctors never told the patient about the recall, ¿they just took everything out.¿ it was not reported what the recall was for. It was also stated that ¿the area that it was placed in my chest, it started swelling up, and they jerked it out.¿ it was not clear the exact reason for explant. After the system was removed, the patient was ¿checked out for infection, which came back negative.¿ it was noted that the patient was looking to have another system implanted, in the meantime he was taking ¿220 milligrams of morphine sulfate oral tablets,¿ where ¿before one drop [of medication] in a 24-hour period from the pump was all I needed to take care of my pain.¿ ¿they¿ had gotten to a point where the patient was ¿somewhat comfortable,¿ but he was ¿down ninety percent of the time¿ the patient was ¿horizontal.¿ the patient and his healthcare provider decided to go back on the pump but ¿everybody in town¿ had stopped implanting pumps. The type of medication being delivered via the device system prior to explant was not reported. Additional information has been requested, but was not available as of the date of this report.